Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Correction: block h6 and block b5.

Event description:
It was reported the patient had surgery to explant their device. Initially, the patient saw the physician in office and said there was fluid around their neurostimulator and it was leaking. The physician said the pocket was superficial. The patient did not mention being prescribed medication for this event. There was no further patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient saw the physician in office and reports that there is fluid around their neurostimulator and that there this fluid discharge. The physician reported that the pocket is superficial and has scheduled a removal of the device for (B)(6) 2025.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). Correction: block h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient was experiencing fluid around their neurostimulator and it is leaking. Cause of the fluid around the ipg could not be established, but is a known inherent risk of the device, therefore, an investigation conclusion code of 'known inherent risk of device' was chosen. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient had surgery to explant their device. Initially, the patient saw the physician in office and said there was fluid around their neurostimulator and it was leaking. The physician said the pocket was superficial. The patient did not mention being prescribed medication for this event. There was no further patient complications reported.